Event description:
Initial complaint description: catheter shaft broke while unit was in the guide catheter while attempting to do kissing with angioscore. There was a lot of pushing and pulling. F/u complaint description: in-stent restenosis. Attempted to do kissing balloon angioplasty technique with two angiosculpt catheters down side-by-side. First angiosculpt inserted in one artery with no issues. Second angiosculpt got stuck in guide catheter and never made it to the lesion. Lot of pushing and pulling inside guide catheter with second angiosculpt, and it broke inside the guide catheter. Removed entire system.

Manufacturer narrative:
Evaluation summary: visual examination of the returned device found that the distal shaft separated on the hypotube bond, proximal to the hypotube/distal shaft junction. There was evidence of necking along the proximal end of the distal shaft. Tensile testing showed that units tested on the same OEM catheter lot (r05301) met specification. Retained device components is a potential adverse effect of coronary angioplasty procedures and is listed in the angiosculpt device IFU. In this event, the separated component was retrieved without further incident.